Event description:
It was reported that a user experienced a brief loss of dexcom g7 glucose readings on the ilet for approximately five minutes, after which readings resumed on the home screen without further assistance; no alerts or alarms were reported and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living, no medical intervention, and no hospitalization. Investigation included review of device history and user-reported performance, verification that no alarms were present, and confirmation of restored connectivity. Investigation of this case revealed a transient signal loss between the cgm and the ilet with no device malfunction identified and no component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-ilet communication interruption.